Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratch on display window and cracked reservoir tube lip.

Event description:
Customer reported that the screen on the insulin pump is cracked. Customer's current blood glucose reading is 199 mg/dl. No further information reported.